Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 456 mg/dl at the time of hospitalized. The customer declined troubleshooting for high blood glucose event. Customer was unable to complete carelink upload. The customer was treated with manual injection. Customer did not mention any symptoms related to high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.